Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the device "fell out". The device is no longer in use. No patient complications have been reported as a result of this event.